Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The 99% stenosed lesion was located in a severely calcified and severely stenosed proximal left circumflex artery. The lesion was predilated with a 2.0x15mm non bsc balloon. A 2.5x16mm taxus liberte' drug eluting stent was advanced to the lesion, but resistance was felt, and after multiple attempts, the physician was unable to cross the lesion. In the process of attempting to cross the lesion, the stent dislodged. A 2.5x14mm non bsc balloon was inserted through the dislodged stent, and inflated distal to the stent, and then withdrawn in an attempt to remove the stent. While attempting to remove the balloon and dislodged stent from the patient, the balloon ruptured and the stent again dislodged. A CT scan was performed, but the stent could not be located and remains undeployed in the patient. The procedure was completed by implanting both a 2.5x12mm and 2.5x15mm non bsc stent in the lesion. No further patient injuries or complications occurred. Patient status is satisfactory. The physician noted that the 2.5x16mm taxus liberte' stent could have become stuck and dislodged in the lesion due to the severe calcification.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.